Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that since the lead revision, the stimulation has not worked on her left side and she¿s having stimulation go ¿all the way up to the breast.¿ the patient stated that the ¿machine doesn't work,¿ noting that the stimulation needs to be adjusted. Stimulation was in the wrong location, and there was no stimulation on the left side. The patient has an appointment to meet with the manufacturer representative on (B)(6) 2017. The patient was having an MRI because she has tremendous pain in her legs since the revision surgery. The health care provider wants to know if the pain is being caused by the machine pressing on the nerve. Because of the pain, she¿s lost 10 pounds in one month. She does not eat, and she does not sleep. The health care provider told the patient that if the machine is pressing on her nerve, she¿ll need surgical revision. No further complications were reported. The patient¿s medical history includes having multiple sclerosis. The patient also has had seven operations, has bones implanted in her spine that are not hers, and she has a plate implanted in her spine. These were unrelated to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.